Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. On an unreported date, the patient began treatment for the peritonitis with injection (inj.) Vancomycin, 1 gram, once in 3 days and inj. Amikacin, 125 milligrams, once in a day (routes were not reported). It was unknown if the patient was hospitalized for the event. It was not reported whether dianeal therapies were ongoing. No additional information is available.